Event description:
It was reported that an 8015 pcu keypad was replaced because of the unresponsive keys. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. Device not available for evaluation.